Event description:
It was reported during the middle of the atrioventricular reentrant tachycardia (avrt)/(wpw) procedure, error 113 (map catheter expired) appeared on the carto 3 system. They exchanged the cable and rebooted the system without resolution. They exchanged the ez steer thermocool sf navigational catheter and the error resolved. There was no patient injury reported in this case. The complaint reported was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on (B)(6) 2014, the bwi failure analysis lab noted that there was char on the proximal side of the tip dome and also on the opposite side. The distal side of the electrode ring #1 had some char. The luer hub had crystal residues inside the irrigation tubing. The returned catheter condition was not reported by the customer. The char size presence on the catheter is indicative of a reportable event, thus marking (B)(6) 2014 as the awareness date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported during the middle of the atrioventricular reentrant tachycardia (avrt)/(wpw) procedure, error 113 (map catheter expired) appeared on the carto 3 system. They exchanged the cable and rebooted the system without resolution. They exchanged the ez steer thermocool sf navigational catheter and the error resolved. There was no patient injury reported in this case. The returned device was visually inspected upon receipt and char was found on proximal side of tip dome. In addition, the distal side of ring #1 had some char. Finally, the luer hub had some crystal residues inside the irrigation tubing. Then per the reported event, the catheter was evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The eeprom data demonstrates the catheter was properly calibrated during manufacturing. It remains unknown why the error 113 was displayed. Due to the char found, the catheter was tested for electrical performance, temperature response and stockert compatibility . It was found within specifications. In addition, an irrigation test was performed and the catheter passed. Therefore, it remains unknown the origin of the char. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint cannot be confirmed.

Manufacturer narrative:
The original reported lot number was reported as unknown. Per the bwi failure analysis lab, after testing the returned product, the lot number was identified as 15927846l. The device history record has already been provided in the 3500a supplemental report #1 sent on (B)(6) 2014. (B)(4)